Event description:
The caregiver alleges the wheels did not want to turn during a transfer, causing the lift to tilt and tip over, resulting in the consumer falling to the floor. No serious injury is alleged.

Manufacturer narrative:
(B)(6) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.